Event description:
Caller reported that the insulin gauge displayed an amount different than expected, resulting in a fill estimate issue showing 0 units on the pump. Blood glucose level reached 540 mg/dl due to the issue. Customer managed high blood glucose with a correction injection via multiple daily injections (mdi), receiving assistance from technical support to complete the load process and resume insulin delivery. No additional assistance was required thereafter.